Manufacturer narrative:
Device analysis findings: the device was returned for analysis. There were no issues with the hypotube shaft and polymer extrusion. Microscopic analysis noted no damage in the balloon material, tip and blades; however, two blade pads were slightly lifted. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the DHR and reported complaint, the most probable cause for this complaint was considered no problem detected. Returned product analysis was performed on the device which identified no damage or functionality issue with the balloon.

Event description:
Reportable based on device analysis completed on 22may2026. It was reported that the proximal part of the balloon was partially expanded. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was found partially expanded. There were no patient complications. However, device analysis revealed a lifted blade pad.